Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 398 mg/dl. The customer stated that the insulin pump had no delivery alarm. Customer stated that there was insulin exited. The insulin pump will be returned for analysis.